Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n·0736-1701, awareness date 24-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Additional information received on 18-nov-2015. The consumer reported she had problems with headache and gaining weight. She started having problems with her moods and developed depression. She could not wear blue jeans because they would hurt her pelvic area and she developed ibs (irritable bowel syndrome) from it so she could not go out to eat because she would have to go to the bathroom a few times before she gets home. Her hair used to be thick it was thin from falling out. She could not have intercourse with her husband because it would cause to much pain for both. She started to bleed heavy on her season which used to be light and with no pain, but after essure insertion she had to take off work due to the pain and headaches. She could not lay flat on her back, could feel the coils if she got up too quick or roll over too fast and felt like there was a fish hook on her left side pulling her the other way. She had back pain all the time and urinary tract infections and it started to cause kidneys problems. The consumer did not want to have a hysterectomy so she found a doctor who was skilled to do the reversal with essure. The essure reversal surgery was done. Product technical complaint (ptc) investigation result received on 18-nov-2015. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who started to bleed heavy on her season (regarded as menorrhagia) after essure (fallopian tube occlusion insert) insertion. She was submitted to essure reversal surgery. This event is listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer related the event to essure and no alternative explanation was available. Therefore, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (reversal surgery performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.